Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 24-jan-2024 h3. Device returned to manufacturer- yes h3. Device eval by manufacturer- yes h.6. Investigation summary: bd received 4 samples and 10 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed as lot 3016655 was not visible in the photos. Additionally, the customer samples were visually inspected and found to contain a clear liquid. The meniscus of the liquid is below the fill line printed on the label. Because the tube contained liquid, no further testing could be performed. 100 retention samples from bd inventory, were evaluated by visual examination and 10 retention samples by functional testing. The issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes were underfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes were underfilling. There was no report of impact to patient or user.